Event description:
It was reported that there were image quality issues with their 9600+ system (poor image). They noted at times there were only lines on the monitor after boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported problem could not be duplicated. The system was tested and found to be working as intended and placed back into service.